Manufacturer narrative:
The account replaced the brake casters to resolve the issue.

Event description:
The account alleges the head brake casters are not holding when locked into the brake position. No reported injury.